Event description:
It was reported by user facilities that, "explanted from left hip: howmedica cup pca, liner and head. Pt with a history of a left total hip arthroplasty at an outside hosp has presented with significant left hip pain and evidence of a grossly loose left acetabular cup. Preoperative diagnosis: left total hip arthroplasty failure, acetabular component. Post operative diagnosis: same procedure: left revision total hip arthroplasty, acetabular component."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This report received by user facilities, (B)(4).